Event description:
The surgeon noticed vitreous in the anterior chamber after phaco, and an anterior vitrectomy was performed. The intraocular lens (iol) was implanted as planned, and the case was completed.

Manufacturer narrative:
The facility continued to use the system with no further incidents. The customer did not request service for the system. The root cause of the reported posterior capsule (pc) tear could not be determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A review of the complaint, service, and mfg history data for the system indicates that there have been no add'l complaints or service requests related to the reported event. A trend review of the complaint class indicates that there have been no recent adverse trends.